Event description:
Patient undergoing lap band port revision. Once port and tubing removed from patient, slice in port tubing noted.what was the original intended procedure?open lap band port revision.device #1is this a laboratory device or laboratory test?no.